Manufacturer narrative:
The incident occurred on (B)(6) 2023, and neurologica was informed on aug 29, 2023. Neurologica immediately dispatched field service engineers to the site to assess the system. Based on the investigation completed by the fse, an issue was found while the machine was parked and the table came down on the patient's legs. Software/firmware updates & settings changes have been made, as user education was performed to prevent future occurrences. No injury to the patient, if additional information has been found follow-up MDR will be submitted.

Event description:
The customer reported that the table showed downward movement on the patient's legs.